Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. One target lesion was described in the efferent vein of avf and was de novo, not tortuous, without calcification, and had tight concentric stenosis with the comment very rigid stenosis. This lesion was 5 mm in diameter and 9 mm long with 80% stenosis before treatment. Post-treatment stenosis was 0%. The patient had a 1-month follow-up visit in (B) (6) of 2006. The target lesion remained patent and there were no adverse events or re-interventions reported. The patient had a 3-month follow-up visit in (B) (6) of 2006. At this visit, it was documented that restenosis had occurred and a conventional angioplasty of the target lesion had been performed in (B) (6) of 2006. The target vessel was patent at this follow up visit. The patient had a 6-month follow-up visit in (B) (6) of 2006. The target lesion remained patent and there were no adverse events or re-interventions reported. The patient had a 12-month follow-up visit in (B) (6) of 2007. The diagnostic exam included measuring of blood pressure during dialysis. The target lesion remained patent and there were no adverse events or re-interventions reported.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis